Event description:
"On (B)(6) 2020, this patient had a revision surgery because infection by e. Coli was found in the affected area again. We have no x-rays. All the implants used on (B)(6) 2019, were removed and the surgery was completed. The data at the below are the implants removed on (B)(6) 2020. Additional report to # 3000931034-2019-00157".

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"After the initial surgery of aegualis reversed, infection by e. Coli was found in the affected area. On (B)(6) 2019, a revision surgery was performed and the glenoid sphere, the insert and the spacer were replaced."